Event description:
It was reported to boston scientific corporation that on (B)(6) 2013, the physician removed an uphold vaginal support system from a patient who had been referred to him. The device had been placed three years prior, and the patient had apical erosion. All other information is unknown and reportedly unavailable.